Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible intermittent t-wave oversensing (twos) exhibited on the right ventricular (rv) lead, and undersensing on the right atrial (ra) lead. The leads remains in use. No patient complications have been reported as a result of this event.